Event description:
Stryker disposable suction/irrigator with disposable tip stryke flow 1, ref 250070520, lot 24278fg2. Suction irrigation stopped working in the middle of the case, under the handpiece started to leak a big amount of saline, pa [physician assistant] realized that supply was broken, md made aware right away, supply removed from field, new one replaced.